Manufacturer narrative:
(B)(4). The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of stenosis is listed in the omnilink elite peripheral stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of stenosis cannot be determined. However, the reported material deformation and treatments appear to be related to the operational context of the procedure as it is likely that the stent implant became distorted with the reported stenosis causing the appearance of a broken stent implant. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery. An 8.0x29mm otw omni elite stent was implanted; however, on (B)(6) 2018 the patients right foot was cold and pale. Angiography was performed and confirmed stenosis. At first it appeared that the stent was broken, but after dilatation it was noted that the stent was just twisted. The stenosis was treated with dilatation and the patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.